Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The device will not be returned to edwards for evaluation as it remains implanted in the patient. Multiple requests for initial device information have been performed; however, no additional details have been provided at this time. The root cause of this event is indeterminable, however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was reported a patient initially implanted with edwards 21mm aortic valve for estimated 8 years, underwent a valve in valve procedure due to severe stenosis and severe insufficiency. The patient presented with congestive heart failure. A 20mm replacement valve was implanted in the patient. The patient is reported to be in stable condition and post operative echo showed no paravalvular leak. The patient was discharged pod #1 in stable condition. There was no allegation of device failure.